Event description:
A coronary atherectomy procedure commenced using a spectranetics elca coronary laser atherectomy catheter, along with a non-philips ptfe guidewire to treat the patient. During use of the elca catheter, the coating of the guidewire had melted off, and accumulated at the tip. There was no reported patient harm. This report is being submitted in abundance of caution due to the guidewire coating melting off when used with the elca catheter, potential for harm. There was no alleged malfunction, the elca catheter performed as intended.

Manufacturer narrative:
A2-a6) patient information - not available from facility. B3/d10) exact date of event is unknown; therefore, 01sep2025 was listed to align with the philips aware month. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. H3) the elca catheter was not returned; thus, no product investigation was performed. H6) there was no alleged malfunction with the elca catheter; however, medical device problem code "melted" was selected for the non-philips guidewire. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.